Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. It was reported, the aortic neck angle was 70 degrees. A computed tomography angiography (cta) showed a distance from the lower renal artery to the left hypogastric artery of 19 cm, and the device was implanted just below the renal artery. Final angiography showed the left hypogastric artery was not filling. The physician suspected that the vessel was obstructed unintentionally. The right hypogastric artery was patent and well perfused. The physician is monitoring the patient.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.